Event description:
It was reported that when using the bd pyxis¿ anesthesia station es machine will not reboot after update. Device stuck at the blue carefusion screen and will not continue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the it was stuck at the blue carefusion screen. A field service engineer found the anesthesia device was not loading into the application, displaying an error message indicating no permission to load. Tsc remoted into the device and restored application access. Escort was able to log in, and the device was communicating. The device had been offline in bomgar and unable to load into the application due to an administration file issue following updates. The device was reimaged and synced to the server. Afterward, the device came online and communicated successfully. The system functioned as intended after the field service engineer repaired the device.